Manufacturer narrative:
Physio-control provided the customer with the therapy connector part number for the repair of the device. The customer later confirmed that they had replaced the device's therapy connector and then observed proper operation. The removed part will not be returned to physio-control for further evaluation. Further root cause of the reported failure cannot be determined.

Event description:
It was reported by the customer that two of the therapy connector pins in the device are bent and the therapy cable will no longer plug into it. There were no reports of pt use associated with this event